Manufacturer narrative:
The medical center has not yet returned the impella pump nor any imaging for evaluation. Upon the completion of the investigation, a final report will be filed.

Event description:
The medical center had an impella 5.5 support in the operating suite ongoing for a patient with an aortic dissection. The 5.5 perforated the left ventricle. The posterior aspect had perforated, and due to the chest being open in the or, the suture was applied and patient survived the surgery and was discharged to the unit for continued monitoring and care.

Manufacturer narrative:
Since the original report was filed, the investigation into the left ventricle perforation has concluded. The impella pump product was not returned. The clinical report alone was analyzed. The root cause was determined to be patient condition related. The pump was known to be placed in less than optimal, as it was due to shallow graft anastamosis post the patient's aortic dissection. The failure mode will be monitored and trended.

Event description:
It was also reported during support that there was a high purge pressure alarm. A purge cassette change was performed and the issue resolved. There was no patient harm reported.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The clinical reported provides details to determine the root cause. Therefore, the cause of the high purge pressure was due to biomaterial, as the purge pressure slowly increased after concentration of bicarbonate increased. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records. H6-medical device codes, component code, investigation findings, investigation conclusion.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01530 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.